Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently omitted troubleshooting information.

Event description:
Troubleshooting was performed, including unplugging and plugging the serial cable in, electro-magnetic interferencei was ruled out, and the tablet was not plugged into the wall. An error message regarding communication was received and the software "kept timing out." The tablet was not rebooted.

Event description:
Analysis was approved on 07/08/2016. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications. The physician's programming system has had no issues since the serial cable was replaced. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's tablet serial cable malfunctioned. The serial cable was replaced, and the programming system worked. No patients were affected by the malfunctioning serial cable. The serial cable was received on 06/08/2016. Analysis has not been approved to date.